Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This device is used for therapeutic purposes. It has not been confirmed the ionm device mentioned in this article as a medtronic device. The article also mentioned a "nim emg endotracheal tube; medtronic, minneapolis mn, USA" was used in the procedure. No part number, lot number or serial number was provided, therefore the manufacture and expiration dates are not available. (B)(4). Product was not returned for evaluation. No testing methods performed. (B)(4).

Event description:
It was reported in a journal article, world journal of surgical oncology 2013, 11:94; protective effect of intraoperative nerve monitoring against recurrent laryngeal nerve injury during re-exploration of the thyroid. One of the 70 rlns (recurrent laryngeal nerve) re-explored with ionm (intraoperative nerve monitoring), was accidently injured. It was stated the ionm device malfunctioned once during an operation, which resulted in the accidental rln transection. They were unaware of the rln injury until they used the ionm to check the vagus nerve and received no response. In contrast, the contralateral vagus nerve responded well to stimulation. They identified the transected end of the rln using a nerve stimulator and did a re-anastomosis with the ansa-cervicalis nerve.